Event description:
It was reported that a tandem mobi cartridge alarm occurred during the loading process, but the customer waited until prompted by the tandem mobi mobile app to remove the used cartridge and load a new one. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.